Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1998 (B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2002 (B)(6), product type programmer, patient product ID 3587a, lot# l40427, implanted: 1998 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had not felt stimulation for ten days. It was noted that she had dropped the programmer a few weeks ago, and the patient stated it was not working properly. The programmer was synced to the ins and was showing three steady green lights. The patient pressed the button to turn the stimulation up, but was not feeling it. It was noted that the patient was also seeing an orange light on the programmer on the right hand side near the device icon. Additional information has been requested, but was not available as of the date of this report.